Event description:
A malfunctioning insertion device created blood sugar of 580 and because two such devices failed and I was on a trip out of the country during which I brought supplies for 4 changes even though I should have needed only two, I had no units of insulin left and no insertion devices to treat. So I had to drive like a bat out of hell in compromised medical condition from (B)(4) home so I could get back on track.